Manufacturer narrative:
Examination of the submitted cutting guide confirmed one of the two saw captures is broken. The root cause is being attributed to product wear out based on the overall condition of the returned device. Based on the investigation determination of wear out as the root cause, the need for corrective action is not indicated. Although this investigation did not establish the need for corrective action, a new patella resection guide (B)(4) sigma hp pat res guide has been designed and does not contain similar bridge washer to bridge features. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
The specialist ii patella cutting guide has a broken saw capture.